Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae; surgical removal, failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy of a calcified superficial femoral artery after a diagnostic procedure. Reportedly, the "device could not be removed from patient's artery." The device was surgically removed and manual compression was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Eval summary: the device was received fully clip deployed without the clip. The vessel locator wings were damaged; three locator wings were bent and one vessel locator wing was broken and at an acute angle. The safety release button/rod assembly was displaced with damage noted to the release button engagement peg. Inspection of the damaged locator wings determined that all of the damaged wings' attachment points were secure within he vessel locator assembly and the one broken wing was not missing any of its material. The displaced and damaged safety release button is a use error. Once a device is clip deployed, the safety release button is no longer accessible for operation and only the small engagement peg on the proximal end of the safety release button is visible. The damaged condition is displaced positioning of the safety button/rod assembly indicated that downward pressure was applied to the inaccessible safety button with a sharp unknown instrument dislodging it from its intended location within the handle. Further inspection of the device did not produce any other findings that may have contributed to the detected damage or complaint. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.